Event description:
A bit of tampon had been left behind- vagina [foreign body in reproductive tract]. A bit of tampon left behind- tampon [device breakage]. Whole thing had opened up exposing the string [device physical property issue]. Case narrative: mother of consumer reported via e-mail that her daughter removed tampon and believed that a bit had been left behind in vagina. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.